Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
It was reported in an abstract in the journal of vascular and interventional radiology (jvir) titled " indications, complications and outcomes of g2 retrievable ivc filters in 765 patients: a single institute experience " that after filter placement, pulmonary embolism (n=9) . The status of the patients was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: zhu, x., tam, m., mclennan, g., sands, m., & wang, w. (2010). Abstract no. 3: indications, complications and outcomes of g2 retrievable ivc filters in 765 patients: a single institute experience. Journal of vascular and interventional radiology, 21(2). Doi: 10.1016/j.jvir.2009.12.144.

Event description:
It was reported in an abstract in the journal of vascular and interventional radiology (jvir) titled " indications, complications and outcomes of g2 retrievable ivc filters in 765 patients: a single institute experience " that after filter placement, pulmonary embolism (n=9). The status of the patients was not provided.